Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent elongation occurred. During the procedure, an innova¿ stent was advanced to treat the lesion. The physician forgot to pull the pull grip. However, the stent was deployed fine with a little bit enlongated. No additional information is available on this case.